Manufacturer narrative:
The field service engineer (fse) was on-site on (B)(4) 2010 to investigate the event. The fse replaced the peri-pump tubing proactively, cleaned the wash station, and replaced sample probe on dxc. Also, the fse ran quality controls and pt samples through cta, directly on the access 2 portion of the dxc 600i and on the stand alone access 2 and all the results were within spec. The fse verified all the repairs per established procedures. No hardware issues were identified. A definitive root cause could not be determined for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter inc, (bci) regarding erroneously low htsh result for one pt. The results were generated on a unicel dxc 600i synchron access clinical system. The customer re-ran the sample on another instrument and it was within the reference range. The initial result was reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.